Event description:
It was reported that a spectrum pump alarmed downstream occlusion during preventive maintenance accuracy check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, with reported symptom "alarmed downstream occlusion during pm accuracy checks" was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor no tube and force sensor scale factor. The force sensor no-tube and force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.